Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of <1. The following day, echocardiography showed the xtw clip had partially detached from the posterior leaflet and remained attached to the anterior leaflet, and the ntw clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) causing mr to increase to a grade of 4. Chordal damage was observed on the anterior leaflet.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lo. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported patient effect of recurrent mr and tissue appear to be related to the slda. Mr and tissue are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was a result of case specific circumstance as the patient remained hospitalized. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of <1. The following day, echocardiography showed the xtw clip had partially detached from the posterior leaflet and remained attached to the anterior leaflet, and the ntw clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) causing mr to increase to a grade of 4. Chordal damage was observed on the anterior leaflet.